Event description:
Per health care professional, patient developed peritonitis while using ultra set product. Patient was hospitalized for antibiotic treatment 09/01/97 to 09/07/97 and 09/22/97 to 09/25/97. Per health care professional, no product failure was indicated. Health care professional states peritonitis is likely attributed to poor patient technique during manual exchanges.